Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a surgical intervention and prolonged hospitalization. It was reported that after completing a premature ventricular contraction (pvc) ablation, the physician was checking intracardiac echo via a soundstar catheter. The catheter was removed from the body and the patients pressure dropped. A transthoracic echo was performed, and they confirmed that there was a pericardial effusion present and a pericardiocentesis was performed with 300 ml of fluid being removed. The drainage tube was left in place. The patient was stable after the tube was placed and the patient was transferred to the intensive care unit. The patient stayed the night for overnight observation. Ablation was performed with max watts of 30 watts. Total ablation time of 25 minutes. Total fluid of 600 ml. The biosense webster inc. (Bwi) products used were: ablation catheter (lot: 31047106l / d134805) and soundstar catheter (sn: (B)(6)). The physician is unsure of the cause of adverse event. The patient fully recovered and was discharged next day. No test/ lab data available. No other relevant history available. Generator was a smartablate generator. Sn (B)(6). There was no evidence of steam pop. Flow settings used were 2ml low flow, and nominal for high rate. 8/15ml. The correct settings were selected on the catheter. Pump switching was from high to low. No error messages were observed. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters used. Max distance change 2mm. Minimum time 3 sec. Fot 25% minimum force 3g. Tag size, 3mm. Respiration gating checked. No additional filters used. Impedance color option was used. 0 to 5 ohms.

Manufacturer narrative:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a surgical intervention and prolonged hospitalization. It was reported that after completing a premature ventricular contraction (pvc) ablation, the physician was checking intracardiac echo via a soundstar catheter. The catheter was removed from the body and the patients pressure dropped. A transthoracic echo was performed, and they confirmed that there was a pericardial effusion present and a pericardiocentesis was performed with 300 ml of fluid being removed. The drainage tube was left in place. The patient was stable after the tube was placed and the patient was transferred to the intensive care unit. The patient stayed the night for overnight observation. Ablation was performed with max watts of 30 watts. Total ablation time of 25 minutes. Total fluid of 600 ml. The physician is unsure of the cause of adverse event. The patient fully recovered and was discharged next day. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).